Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Additionally, it was reported occlusion alarms occurred. Customer¿s blood glucose (bg) level was "high"; however, a specific value was not provided. Customer administered manual injections to address bg level. Reportedly, the customer reverted to manual injections for insulin therapy.